Event description:
It was reported there was fan noise. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the system fan is noisy and a loose ECG (electrocardiogram) connector found on a printed circuit board assembly. Analysis also found the audio loopback test is out of specification; microphone found out of electrical specification. (B)(4).